Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using one (1) bd preset¿ eclipse¿, foreign material was observed on the stopper of the syringe. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that before using one (1) bd preset¿ eclipse¿, foreign material was observed on the stopper of the syringe. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes h3: device eval by manufacturer? Yes d9: returned to manufacturer on: 07-nov-2025. Investigation summary: bd received four photos and one sample for investigation. Evaluation of the photos and sample shows light brown colored foreign material on the top and side of the plunger stopper. A total of 10 retained samples were visually inspected, and no foreign material was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.